Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for out of range pace impedances on the right ventricular (rv) lead. The pace impedances were around 400 ohms, but one value which was greater than 3000 ohms, caused the alert. The products remain in service and the patient is being monitored. The rv lead is a competitor's product. No adverse patient effects were reported.